Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . B3: date of event: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: product specialist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the deployment system on angio-seal did not open. It was stated that the angio-seal had been stored properly. The angio-seal device that had been disassembled in order to determine whether the anchor, suture, and plastic component had remained inside the sheath and all components were present inside. There was no patient injury. Indication (diagnosis for use) percutaneous coronary intervention (pci), chronic total occlusion (cto), left anterior descending artery (lad).